Manufacturer narrative:
This follow-up is to correct the initial 3500a. The initial report should be 02-apr-2018.

Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a trial patient had lost sensation in his legs shortly after the procedure. The physician had experienced difficulty placing the lead. Movement in the lower extremities was regained in about an hour. The patient's leads have subsequently been explanted. There have been no further reports of complications.